Event description:
Upon removal of guidewire, surgeon noted that the blue sheathing was missing in part of the wire and the wire was unraveling. A straight, approximately 2" long, unidentified object was seen by x-ray in the pelvis of the kidney.